Manufacturer narrative:
Customer reported that a pyxis medstation es system unexpectedly stopped responding during a procedure. Customer reported that a patient undergoing labor required medication urgently, but users could not access the required medication. By the time the medication was obtained the patient required to undergo an emergency cesarean section. Customer did not disclose the length of the delay or the name of the required medications. Patient or user harm was not reported. This event is recorded in complaint number (B)(4). A technical support specialist evaluated the device and determined that the device was scheduled to automatically reboot and install operating system updates at the time of the reported event. Customer was not aware of reboot schedule and requested a report of all nursing units so they could determine a more fitting time for them. The technical support specialist provided the requested information, and the customer stopped any further communication regarding this event.

Event description:
Customer reported that a pyxis medstation es system unexpectedly stopped responding during a procedure. Customer reported that a patient undergoing labor required medication urgently, but users could not access the required medication. By the time the medication was obtained the patient required to undergo an emergency cesarean section. Customer did not disclose the length of the delay or the name of the required medications. Patient or user harm was not reported.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 11-aug-2021 to 11-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that due to a automatic reschedule setting, system rebooted itself. Customer was not aware of this setting. So, a technical support specialist informed about it to the customer. Further, technical support specialist was not able to connect with customer. Multiple attempts were made to reach customer. No response from customer. The technical support specialist followed up with customer for three times and closed this case.

Event description:
Customer reported that a bd pyxis medstation es system unexpectedly stopped responding during a procedure. Customer reported that a patient undergoing labor required medication urgently, but users could not access the required medication. By the time the medication was obtained the patient required to undergo an emergency cesarean section. Customer did not disclose the length of the delay or the name of the required medications. Patient or user harm was not reported.